Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "airway pressure sensing failure- 1052" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the airway pressure transducer on the smart pneumatic module (spm) board. The spm board will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis for reports of this type has not identified an increase in trend.